Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report that he was hospitalized twice in two months due to low blood glucose levels. The customer stated that he was exercising, when his blood glucose levels dropped to 67 mg/dl and he began vomiting. The customer stated the same thing happened the second time. The customer's blood glucose levels dropped to 20 mg/dl, and he was treated by the paramedics. Nothing further was reported.